Event description:
Per the clinic, the patient experienced induced dizziness. The patient underwent revision surgery (specific date not reported) to reinsert the electrode array into the cochlea. There are no plans to re-implant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.